Event description:
A (B)(6) male pt contacted zoll customer support to report that his battery pack would not hold a charge. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) is currently underway. The reported problem (battery won't hold charge) is being investigated. As received, the battery would not charge in the charger or power on a monitor. Upon evaluation the battery cells had an output voltage of 3.0 v. A root cause investigation is currently underway at the supplier, (B)(4). A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective battery pack. The pt was issued a replacement battery pack.